Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, a rod introducer was unable to hold rods. There were no further details reported. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for one (1) rod introducer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.616.048, synthes lot number: h036902, supplier lot #: 31526-01, release to warehouse date: 13-jul-2016, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the visual inspection of the returned rod holder has shown that the distal tip is worn as well as dents and a crack is visible. In general, the instrument is in a used condition. Dimensional inspection: the relevant features are damaged in a manner which prevents accurate measurement of the features. A further functional test can not be performed of the detected damage. The damages are clearly caused post manufacturing. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the investigation has shown that the wall on the tip of the rod holder is cracked. The surface of the tip shown a lot of wear marks which indicates that this instrument was frequently used. The review of the production history revealed that this instrument was manufactured in july 2016 according to specifications. We are not able to determine the exact cause of this occurrence and can only assume that too high applied force during the rod introduction caused this damage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.